Event description:
Following receipt of specimen from instrument, the application shifted the specimen value in the test worksheet to a different patient, resulting in the wrong blood type and/or absc result being displayed. Currently unable to reproduce the event. The event was originally reported (B)(6) 2015, further information was obtained, causing the case to be re-opened (B)(6) 2016.